Manufacturer narrative:
Complaint conclusion: as reported, the 4f avanti plus standard (std) with guidewire (gw) catheter sheath introducer (csi) tore the artery during its introduction. Therefore, the artery had to be sutured and a new unknown device was used. The product was not returned for analysis. A product history record (phr) review of lot 17955065 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿artery dissection¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information provided, it is impossible to determine what factors may have contributed to the reported event. Arterial dissection is a known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of complication during interventional procedures. Neither the phr review, nor the information available, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 4f avanti plus standard (std) with guidewire (gw) catheter sheath introducer (csi) tore the artery during its introduction. Therefore, the artery had to be sutured and a new unknown device was used. The device will be returned for evaluation.